Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The device was reprogrammed and the issue was resolved. The patient was stable during and post event.